Manufacturer narrative:
The lead is not expected to return. (B)(4).

Event description:
It was reported that this right atrial lead was surgically explanted due to infection and sepsis. No additional adverse patient effects were reported.